Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 sensor and the ilet, which was resolved after guided troubleshooting that included toggling the sensor type settings and reattempting pairing. Symptoms included no clinical effects. Outcomes included no alerts, no alarms, and no need for medical care or hospitalization. Investigation included user education and remote troubleshooting. Investigation of this case revealed that the pairing failure was attributable to an initial connectivity or configuration issue resolved by correcting sensor selection and reinitiating the pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.